Event description:
Ventilator in use on pt developed burning smell. Pt moved and another ventilator used. No harm to pt as of now. Room closed and inspected for source of fire/smell. Exam of ventilator shows failure of components in oxygen module. This is second time they have had this issue with this model ventilator.